Manufacturer narrative:
Eval summary: the analysis results found that the cs14c device was returned with the tissue pad melted but otherwise in good condition. The device was tested and was functional. There was no solid tone noted during analysis. It could not be determined why the device reportedly malfunctioned. The reported incident could not be recreated nor confirmed. The mfg records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a thyroidectomy procedure, the device stopped working and error toned. The device was re-tightened and re-tested using the foot peddle. A new device of the same product code was used to complete the case. There was no pt consequence.